Manufacturer narrative:
(B)(4). Report source: france. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Unknown if product will be returned.

Event description:
It was reported that a humeral stem revision took place on an unknown date. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H6 - proposed code: mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the revision was due to a humeral stem fracture at the junction with the anterior fin.

Event description:
It was further reported that the patient had intial surgery approximately 4 years ago. Patient had distal bone loss initially ungrafted and was re-operated twice for extensor apparatus rupture on unknown dates. About 2 years later the patient felt pain, abnormal mobility, and fractured their bone and implant. It was also noted that the patient has osteopenia. A month later the patient was revised. And approximately one month ago the patient received a distal humerus allograft.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog#: 00840002507, ulnar component plasma sprayed size 5 75 mm length, lot#: 63694969 catalog#: 00840005515, humeral component plasma sprayed size 5 150 mm length, lot#: 64282879. Catalog#: 00840009500, articulation kit size 5/6 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile, lot#: 64153095. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed as radiographs provided showed a fracture of the humeral stem of the right elbow arthroplasty. Multiple bony fragments ventral to the distal humerus. Osteopenia likely played a role in the component fracture. Absence of the lateral humeral epicondyle may have created instability in the setting of trauma. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event remains unchanged. Patient condition may have contributed to the fracture; however, with the information provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.